Event description:
Additional information received indicated that the right ventricular (rv) lead helix failed to extend.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited a high capture threshold and became dislodged. During a repositioning attempt on (B)(6) 2026, the rv lead helix failed to retract, preventing successful repositioning. As a result, the rv lead was replaced successfully. The patient remained stable throughout the procedure.